Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported during surgery that the device shredded graft on the patient. There was a patient impact and no delay reported. Due diligence is in progress.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The surgeon harvesting the graft that I witnessed had less than a 30-degree angle when using the dermatome and it skipped on the skin and no graft was able to be removed. The devices shredded the graft. No impact or delay was noted. All the dermatomes were used in the one case. They were finally able to get a graft with an air dermatome. Due diligence is complete and there is no additional information.

Manufacturer narrative:
Following sections were updated or corrected :b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the rpms were erratic and the control bar was not in the correct position. The spring seal was stretched, the control bar was adjusted, and the ball plunger, sleeve bearings, and shaft bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.